Event description:
In 2008, a clinical incident involving a perc dc wand was reported to arthrocare. During a cervical plasma disc decompression procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc.

Manufacturer narrative:
Awaiting further info regarding use of the device during procedure and availability of the device for investigation.